Manufacturer narrative:
H6: investigation summary: two photo samples were provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged, resulting in the leak reported. A device history record review found no non-conformances associated with this issue during production of lot 2011027, however, an incident report shows a failure in the barrel feeder during the marking process which may have resulted in the barrel becoming damaged. Once detected, the mechanical team repaired the failure. Ten retained samples of the same lot were used for additional evaluation. All product was inspected and no damage was observed on any of the barrels. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, this incident was determined to be related to the failure detected during the marking process, causing damage to the barrel.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe cracked after withdrawing carboplatin, which leaked out through the damaged barrel. The following information was provided by the initial reporter, translated from french to english: "when the preparer wanted to withdraw his volume of carboplatin, the syringe cracked and then the active ingredient began to flow out of the syringe (crack in the body of the syringe)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak concentric luer lock syringe cracked after withdrawing carboplatin, which leaked out through the damaged barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the preparer wanted to withdraw his volume of carboplatin, the syringe cracked and then the active ingredient began to flow out of the syringe (crack in the body of the syringe)."